Event description:
On 11/07/2025, a clindex notification was received indicating that a patient listed in the shoulder arthroplasty registry continued to experience pain in the left shoulder. The report noted tension in the conjoined tendon and coracobrachialis, and conservative measures, including over-the-counter medication and therapy, failed to provide relief. The event was classified as possibly related to the univers revers apex implant placed on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. It was not specified whether the patient followed the proper post-op procedures or not.